Event description:
Report 1 of 2. The customer contact reported a crack; subsequently a leak was noted. The tubing set was being used to deliver of doxorubicin hydrochloride 66mg/250ml, for a total volume of 283ml, at a rate of 12ml/hour, for a duration of 1440 minutes, via a plum pump. At 1825, during a normal inspection of the patient by the nurse, the customer contact reported that the tubing set suddenly cracked and an unspecified volume of solution spurted from a hole of the tubing set. At this time, it was reported that the nurse immediately shut down the pump, stopped the infusion, and bent the upper part of the hole in the tubing set to stop the leakage of solution. It was reported that an unspecified volume of solution leaked onto the right ring finger of the nurse's hand and burned the nurse's skin. The size of the burn was described as 1.5x2cm. It was reported that the nurse immediately flushed the area with plenty of water and that the solution that leaked was cleaned up according to the user facility's protocol. The location of the hole was described as between the piercing pin and the cassette of the tubing set. The physician and head nurse was notified. The customer contact indicated that the physician ordered that the remaining volume of solution not be infused. The customer contact indicated that 239.9 had been delivered and 43.1 ml was still to be delivered. The customer contact reported that the nurse was sent home on leave for rest and was monitored for an unspecified length of time by the user facility. It was reported that the nurse has returned to work. No specific details were provided. During visual examination at the user facility, the customer contact reported that a mark of bending was noted. It was reported that the mark seemed profound and for a long time and may be eroded by chemotherapy solution. No specific details were provided. No medical interventions were reported. Though requested, no additional information was provided including the outcome of the nurse.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.